Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, oversensing was observed on the right atrial (ra) lead. The physician suspected ra lead damage. During an unrelated lead revision procedure no issues were found on the ra lead. No intervention was performed. The patient was stable with no consequence.